Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was faded and dim. Additionally, there was an indentation observed on the pump screen. Subsequently, the customer reported that the battery was observed to be depleting rapidly. The customer declined to provide additional information or perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.